Event description:
During an in-clinic follow-up, noise resulting in oversensing and loss of pacing were observed on the right ventricular (rv) lead. X- ray imaging was performed and confirmed rv lead damage. The rv lead was capped and replaced to resolve this event. The patient was stable.